Event description:
Initial estradiol result of >4300 pg/ml. Same sample diluted gave result of 1985 pg/ml. Same sample then repeated without dilution, result was 1854 pg/ml. The initial result was not reported. The field service representative was unable to determine cause.